Manufacturer narrative:
Product recall was initiated on august 21, 2007. (B) (4).

Event description:
Calaxo post-op complaint. Patient, 10 weeks after surgery, had left lower extremity ultrasound due to leg pain and swelling. The patient has large fluid collection in the posterior left calf. This is probably a large popliteal cyst extending down from the knee. There is some debris of fluid.